Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 3 months. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flashes"), mood altered ("moody") and loss of libido ("no sex drive"). Essure was removed. At the time of the report, the medical device removal, hot flush, mood altered and loss of libido outcome was unknown. The reporter considered hot flush, loss of libido, medical device removal and mood altered to be related to essure. Quality-safety evaluation of ptc: unable to confirm the ptc complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 3 months. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flashes"), mood altered ("moody") and loss of libido ("no sex drive"). The patient was treated with surgery (essure device removal-hysterectomy). Essure was removed. At the time of the report, the medical device removal, hot flush, mood altered and loss of libido outcome was unknown. The reporter considered hot flush, loss of libido, medical device removal and mood altered to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.